Event description:
It was reported that the patient had a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. It was noted that there was a trivial pericardial effusion prior to the start of the procedure. The transseptal puncture was completed but was not in an ideal location. The physician attempted to implant a 31mm closure device but could not achieve a proper position as a result of the poor initial transseptal puncture. A new transseptal puncture was performed with better results and a new 31mm closure device was deployed in the laa of the patient. This device did not meet all release criteria was fully recaptured and removed from the patient. A 35mm closure device was then used to successfully complete the procedure. There were no complications that were reported to have occurred during the procedure. Post procedure while the patient was in recovery, a transthoracic echocardiogram revealed that the patient had a pericardial effusion with cardiac tamponade. The physician performed a pericardial tap and removed 500cc of blood from the pericardium of the patient. The patient remains in the hospital, but it expected to make a full recovery.

Event description:
It was reported that the patient had a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. It was noted that there was a trivial pericardial effusion prior to the start of the procedure. The transseptal puncture was completed but was not in an ideal location. The physician attempted to implant a 31mm closure device but could not achieve a proper position as a result of the poor initial transseptal puncture. A new transseptal puncture was performed with better results and a new 31mm closure device was deployed in the laa of the patient. This device did not meet all release criteria was fully recaptured and removed from the patient. A 35mm closure device was then used to successfully complete the procedure. There were no complications that were reported to have occurred during the procedure. Post procedure while the patient was in recovery, a transthoracic echocardiogram revealed that the patient had a pericardial effusion with cardiac tamponade. The physician performed a pericardial tap and removed 500cc of blood from the pericardium of the patient. The patient remains in the hospital, but it expected to make a full recovery. It was further reported that the patient was discharged from the hospital and is currently alive and well.